Event description:
It was reported the patient¿s trial never worked but they went ahead with the implant. The trial did not work as well as the implanted system. The patient thought the lead had shifted. However, the patient had told the manufacturer representative (rep) that his trial and therapy worked really great. Thus, it was unclear if the therapy was working for the patient. It was noted they went ahead with the surgery/putting the device in. The event occurred about the 3rd day of the trial. It was clarified the rep was unaware of the lead migration during the trial. The patient had great coverage and greater than 50% reduction of symptoms and pain relief the first three days of the trial. The patient did not comply with restrictions during the trial regarding bending, twisting, reaching, and lifting. The rep reprogrammed the patient during the trial period and was able to recapture stimulation in the normal areas of pain. The initial programming was near one end of the lead and when reprogrammed to capture pain areas the programming had moved to the opposite end of the lead. This was not device related. The patient called the physician¿s office. Prior to receiving the follow up request, the rep thought the patient was doing well without any complications. No outcome or interventions were reported regarding this event. Follow-up has been attempted. If any additional information received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).